Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the sub-water channel could not be identified and a definitive root cause of the issue could not be determined, however, due to the observed leak in the sub-water channel, proper reprocessing may not have been possible. The issue may be detected/prevented by following the instructions for use sections below: gif-ez1500 operation manual chapter 3 preparation and inspection. Gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, there were visible tears on the top left of the image while using the gastrointestinal videoscope. The issue occurred during preparation for use. The device was returned for evaluation. During the device evaluation, the jet tube had foreign material was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the charged coupled device was peeled off, grip packing ring was loose, air/water cylinder and suction cylinder had no color, grip, upward/downward angulation control knob, right/left knob, and switch box had discoloration, water tightness was lost due to damage on the jet tube, insulation resistance value at distal end did not meet the standard due to a scratch on the plastic distal end cover, the image had black dots due to damage on the charged coupled device, connecting tube had a scratch, water could not be supplied due to clogging of jet tube in control unit, and universal cord had a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.